Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between august 7, 2019 - august 09, 2018. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder had ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.